Event description:
Rptr stated that caller reported that lower displays on unit cannot be read. Users have tried rubbing the display with thumb pressure without resolving the problem. No pt involvement. Unit was sent to product svcs for eval.